Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1577 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that hub of PICC was severed off and could not be repaired. Line removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the cause was undetermined. The product returned for evaluation was three photographs depicting a d/l powerpicc sv catheter. The first photograph depicted a portion of device including the molded joint and both extension tubes. Usage residues were evident throughout much of the device. The sample terminated just distal of the molded joint. The luer hub was detached from the purple extension tubing and was not visible in the photograph. The second and third photographs depicted closer views of the proximal end of the purple extension tubing. The end of the tubing appeared regular and terminated perpendicular to the long axis of the tubing. The regularity of the purple terminus suggested that either the luer adapter was detached from the tubing or that the tubing was cut by a sharp instrument; however, inspection of the supplied photographs was insufficient to determine the exact damage type. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the facility that hub of PICC was severed off and could not be repaired. Line removed. No patient injury was reported.